Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 300 mg/dl to over 400mg/dl, treated with syringes. Patient's current blood glucose value: 266 mg/dl. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
The device passed displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, displacement accuracy test and displacement accuracy test. The device was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and peeling end cap address label.